Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation gun. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided by the user indicated the following in regards to the balloon: "they used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation." It is unknown if the user reintroduced the balloon into the endoscope accessory channel after use. Once a balloon has been inflated through the stages it does not recover to its initial size, so removal from the endoscope and re-advancement into the scope are likely to cause damage to the balloon leading to leakage. Reintroduction would be the same as introducing a pre-inflated balloon into the endoscope which is included as a precaution in the IFU, "do not pre-inflate the balloon". Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. They used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation. She kept pumping and then realized she was out of water. They grabbed another of the same type to complete the procedure with no issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. They used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation. She kept pumping and then realized she was out of water. They grabbed another of the same type to complete the procedure with no issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction to section g4: this report is being sent to correct section g4 - date received by manufacturer. Continued from section d11: boston scientific alliance inflation gun. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed from a rupture in the middle of the balloon material. A visual examination of the catheter showed no kinks/bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided by the user indicated the following in regards to the balloon: "they used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation." It is unknown if the user reintroduced the balloon into the endoscope accessory channel after use. Once a balloon has been inflated through the stages it does not recover to its initial size, so removal from the endoscope and re-advancement into the endoscope are likely to cause damage to the balloon leading to leakage. Reintroduction would be the same as introducing a pre-inflated balloon into the endoscope which is included as a precaution in the instructions for use, "do not pre-inflate the balloon". Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Event problem and evaluation codes: conclusion code - 4315 cause not established. Continued from concomitant medical products: boston scientific alliance inflation gun. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed from a rupture in the middle of the balloon material. A visual examination of the catheter showed no kinks/bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided by the user indicated the following in regards to the balloon: "they used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation." It is unknown if the user reintroduced the balloon into the endoscope accessory channel after use. Once a balloon has been inflated through the stages it does not recover to its initial size, so removal from the endoscope and re-advancement into the endoscope are likely to cause damage to the balloon leading to leakage. Reintroduction would be the same as introducing a pre-inflated balloon into the endoscope which is included as a precaution in the instructions for use, "do not pre-inflate the balloon". Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. They used [the balloon] for the procedure and [it] worked fine. The physician wanted to use it again, and the nurse said it would not hold water when hooked for inflation. She kept pumping and then realized she was out of water. They grabbed another of the same type to complete the procedure with no issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.